Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set became disconnected from the patient line during dwell six of six of peritoneal dialysis therapy on the homechoice. The patient was connected to the transfer set at the time of the event. The caregiver stated there was no sign of damage to the supplies and the devices were connected properly. The technical service representative assisted with ending therapy. The transfer set was replaced. There was no patient injury or medical intervention reported. No additional information is available.